Event description:
It was reported the tip of the delivery sheath detached and migrated while deploying the stent. A 9f sheath was used during the procedure. The patient had 2 balloon expandable stents on each side of the common iliac. The right stent became occluded. The stent was being used to re-open the occluded stent in the right common iliac vein. The doctor used another sheath from the opposite side and pushed the tip into the sheath on the affected side and the tip/sheath were removed. A 2nd stent graft was placed overlapping it, after the doctor retrieved the tip. The patient was reported to be fine.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, at this time, the results of the investigation are inconclusive and the root cause is unknown.